Event description:
It was reported that post implant, the device indicate high impedance on the rv lead. An x-ray confirmed that the lead was not fully inserted into the device header. The pocket was re-opened and it was noted that a setscrew came loose. The lead was reinserted into the device header and the setscrew was tightened. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).